Manufacturer narrative:
The limited information provided from this case does not indicate why the prodisc c device was removed, any patient complications, or any indication that an injury had occurred. This unknown reason for removal led to a determination based on previous events that the removal may be to preclude serious injury thus an MDR submission is required. DHR review could not be completed as part and lot numbers were not provided. Complaint history indicates that the rate of complaints equates to a 'remote' probability of harm. The risk assessment determined the associated risks are identified, mitigated, and accepted. No device was retrieved by the facility for evaluation. Retrieval of the device was requested, but the hospital disposed of the device before it could be recovered for evaluation. The investigation could not determine a cause for this event. This submission is for 1 of 1 devices involved in this event.

Event description:
A patient underwent a prodisc c removal surgery on (B)(6) 2021. Limited information has been provided regarding this removal case. There has been no indication as to the reason the prodisc c device was explanted. There has been no indication of any patient complications or symptoms. There has been no indication of a device malfunction or problem contributing to the need for removal.